Event description:
It was reported that the doctor used a loan kit in order to perform a corporectomy l1. When the cage was fitted with the 22x3deg and 22x0deg plugs and more precisely at the time of its insertion, the screw thread of the inner shaft of the inserter broke and remained stuck in the thread of the cage (thread accommodating the insert). The surgeon took the decision to remove the cage in order to not leave the element in place. Then the surgeon decided to replace the cage by an iliac crest graft of the patient. The cage inserter being broken, it was difficult to use it to insert the new cage. Since the size of the graft taken was insufficient in view of the intervertebral space, the doctor decided to insert a new cage using the broken inserter. The insertion was possible. This event led to a surgical delay of 1 hour and 45 minutes.

Event description:
It was reported that the doctor used a loan kit in order to perform a corporectomy l1. When the cage was fitted with the 22x3deg and 22x0deg plugs and more precisely at the time of its insertion, the screw thread of the inner shaft of the inserter broke and remained stuck in the thread of the cage (thread accommodating the insert). The surgeon took the decision to remove the cage in order to not leave the element in place. Then the surgeon decided to replace the cage by an iliac crest graft of the patient. The cage inserter being broken, it was difficult to use it to insert the new cage. Since the size of the graft taken was insufficient in view of the intervertebral space, the doctor decided to insert a new cage using the broken inserter. The insertion was possible. This event led to a surgical delay of 1 hour and 45 minutes.